Event description:
The handheld and flashcard analysis were completed on (B)(6) 2013. No inoperative pixels were identified on the display. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld had black lines running across the screen making it difficult to read. It was reported that approximately one week prior there was only one line going across the screen. The physician's staff reported that no water had gotten on the handheld and the handheld had not been dropped. The physician's staff was unaware of anything happening to the handheld. A new handheld was provided to the physician and the handheld was returned to device manufacturer for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.